Event description:
A customer contacted beckman coulter inc (bci) regarding non-reproducible elevated troponin (accu tni) results generated by the access 2 instrument for 3 patients. Pt a: a sample from this pt gave a result of 1.58ng/ml when tested. The sample was re-tested on the next day and 2 results of 0.02ng/ml were obtained. Pt b: a sample from this pt was tested several times and one elevated result was obtained (1.56ng/ml) and remaining results were in the range 0.06ng/ml-0.22ng/ml. Pt c: an initial result of 1.14ng/ml was obtained. The sample was re-tested on the next day and results were in the range of 0.06ng/ml-0.28ng/ml. Erroneous results were reported out of the lab. It has been reported that one pt was admitted to the hospital for further testing, but it has been confirmed that actual treatment was not administered. No death, injury, or change to pt treatment is attributed to this event.

Manufacturer narrative:
Qc was within specifications for two days in 2008 (before noon). Qc ran on the second day in the afternoon failed initially and passed upon repeat. Qc performed between the next day and two days later passed. System checks completed two days prior to original date, and six days later met specifications. The specimens were collected in bd, 7ml tubes and were centrifuged at 3,000 rpm for 10 minutes. The samples were then put into 1 ml insert cups for testing. No issues with other assays have been reported. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered that incubator belt was tight which was replaced and aligned. The fse also noted that wash buffer head leaked or spilled over wash carousel area and dried on the wash carousel. As per product manual, debris and spilling vessel track may contribute to higher than expected results for a sandwich assay as an accu tni. The fse replaced several more hardware components. The fse checked all pipettor alignments and checked and adjusted ultrasonic's. The fse checked and adjusted mixer speed and vacuum values and then performed a diagnostic testing with good results. Although fse made hardware repairs to the system, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.